Event description:
It was reported that during implant the lead end would not fit into the connection block on the neurostimulator. The lead was removed and the patient was closed with only a single lead implanted. Following surgery the patient experienced relief from her knees up, but no pain coverage going down which was needed. It was recommended by the doctor that a second lead be implanted. The patient was scheduled for revision surgery. Reference MFR report #3004209178200804889.

Manufacturer narrative:
Refers to the anchor sleeve. Final device analysis of the lead revealed the #6 and #7 conductors were broken at the distal edge of the #6 conductor sleeve where the epoxy and tubing were broken. The #4 conductor was broken between the #3 and #4 connector sleeves where the epoxy was cracked. The #6 and #7 connectors were severely crushed. The crimp sleeve was broken away from the #6 sleeve and not returned. The tubing and epoxy was broken on the distal side of the #6 connector. This damage resulted in the inability of the lead to fit into the neurostimulator connector port of the device model that was being implanted. Final device analysis of the anchor sleeve revealed no anomaly found.